Event description:
The contact stated the contour meter was reading erratically. The customer received back to back glucose readings of 393,382,58,388, and 11 mg/dl. The difference between these readings fall in the "d" and "e" zones of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation and replacement strips will be sent.